Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the fixing screw from sterilizable handle fell on the table in the clean field during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Repair was performed by replacement the damaged focus axis (ard367914998 - repair kit hlx 3004tv/3005) and the light was returned to use. It was established that when the event occurred, the surgical light did not meet their specifications due to handle screws detachment which contributed to the event. The available information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of handle screws detachment on hanalux surgical lights, there was no event which led to the serious injury and it was related to handle screws detachment problem. As stated by the subject matter expert, the fall of sterizable handle holder's screw is due to locking mechanism disengagement. Two possible causes have been identified but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). H3 other text : device not returned to the manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the fixing screw from sterilizable handle fell on the table in the clean field during surgery. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.